Event description:
It was reported there was a remote transmission received via merlin.net. Upon review, it was observed the right ventricular lead was exhibiting noise leading to oversensing and pacing inhibition. The patient presented in clinic with complaints of feeling increasingly dizzy. No intervention was completed and it was elected to monitor. The patient was in stable condition.